Event description:
Patients mother called in today because, her (B)(6) daughter has had several issues since switching from another brand to droplet. Her issues are as followed: she is unable to unscrew the pn from the pen without the use of her fingers. This has happened 100/100x. 2/100 the pn had broken off into the pens hub. 4/100 the pn has bent upon injecting which prevents insulin flow. We went over the IFU and she states she is doing it correctly and never had such issues with another brand.

Event description:
Patients mother called in today because, her (B)(6) daughter has had several issues since switching from another brand to droplet. Her issues are as followed: she is unable to unscrew the pn from the pen without the use of her fingers. This has happened 100/100x. 2/100 the pn had broken off into the pens hub. 4/100 the pn has bent upon injecting which prevents insulin flow. We went over the IFU and she states she is doing it correctly and never had such issues with another brand.